Event description:
Boston scientific received information that remote monitoring of this right ventricular lead revealed a decreased impedance measurement. In addition, it was noted sensing from the atrium and the ventricle that resulted in inappropriate ventricular fibrillation (vf) detection, however no shock was delivered as a result of this issue. An x-ray was performed revealing this lead was dislodged. In addition, the lead was rubbing on the atrial lead. A revision procedure was performed. Difficulty was encountered removing this lead, therefore the lead was surgically abandoned and replaced. Reportedly, the patient with this lead had received physiotherapy treatment recently. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.